Event description:
Device was being utilized during a clinical study. The pt was a 3 month old male admitted for repair of heart defects (pulmonary stenosis, pulmonary atresia with intact ventricular septum and hypoplastic right heart syndrome) in 2008. A study catheter was placed in the pt's right femoral vein. On same day(day of surgery and catheter insertion), the study catheter became occluded and the pt's right leg became mottled and dusky. The catheter was removed on the same day. The pt also experienced the following adverse events during this hospitalization: persistant oxygent requirements, biapical pleural effusions and mild central pulmonary edema and fever. The pt was discharged from the hospital on a week later.

Manufacturer narrative:
No product was returned to assist in our investigation. Therefore, at this time we are not able to determine the root cause of this event. An "info for use" booklet is provided with this device detailing the maintenance of the device. Nevertheless, the appropriate individuals have been notified of this event and we will continue to monitor for similar reports.